Event description:
It was reported that the foley catheter balloon was ruptured during indwelling and the indwelling period was unknown. This occurred in four cases with the same patient. The possibility of stones and residual foreign bodies in the bladder was communicated. It seems that two were collected and two were discarded.

Manufacturer narrative:
Initial reporter name: (B)(6) hospital. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.